Event description:
Alaris carefusion IV pump alarmed/failed with error message to reconnect channel while infusing levophed and protonix drips to patient. The pumps were not being manipulated or adjusted at that time, and, prior to alarm, had been infusing without problem or error for several hours. A new pump and channels were brought immediately to the bedside and drips were changed to the new pump. Pump/channels sequestered. Biomed was called. In the 5 minutes it took to resume levophed, the pt did become more hypotensive and dose increased. Device is out to the manufacturer for evaluation.